Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that there was a creeping increase of the impedances with high ground path impedance. On (B)(6), 2010 just the electrodes 3, 5, 8, and 10 could be activated. Testing showed the electrodes 2, 4, 7, 9, 10, 11 and 12 with status hi. No accident has occurred. The patient was reimplanted on (B)(6), 2010.